Event description:
It was reported that there were battery issues with the pump. There was no reported adverse impact to the customer. The customer declined further troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.